Manufacturer narrative:
The initial MDR 1226181-2016-00270 was filed on june 14, 2016. Additional information received on july 21, 2016 a siemens headquarter support center (hsc) specialist reviewed the instrument data, which indicated quality control (qc) was in range on the day of the discrepancy. Hsc had also reviewed the result monitors which indicated the calcium (ca) results and calculation data did not indicate any sample mix, reagent delivery or ca contamination issues. The cause of the discordant, falsely low calcium (ca) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely accessed the instrument and observed that the sample was automatically rerun on the same instrument and the repeated result was auto-verified. No process error occurred during the time the sample was processed. The ccc specialist observed that quality controls (qc) were in range at the time the sample was run. The ccc specialist instructed the customer to run system checks on both dimension vista instruments, which passed. The customer reran the patient sample on the instrument in question, which resulted close to the previous repeat result. The cause of the discordant, falsely low calcium (ca) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher and matching the patient clinical history. The sample was repeated again after a system check was performed on the instrument, resulting close to the first repeat but no actual result was provided. The first repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.